Manufacturer narrative:
The physician is not alleging the esophyx device or tif procedure contributed or caused the noted esophageal lacerations. The esophyx device was discarded at the medical facility by the hospital staff and unavailable for return to endogastric solutions (egs). Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. This event is being reported because if this malfunction were to recur, a serious adverse event may occur. There was no allegation of the esophyx device or tif procedure contributing or causing an adverse event and egs deemed the incident as non-reportable at the time of the initial complaint. Egs has subsequently determined that if this malfunction were to recur, a serious adverse event may occur. Therefore, this incident is now reportable.

Event description:
A patient underwent a laparoscopic hiatal hernia repair (hhr) procedure followed by a tif procedure. A bougie was used prior to insertion of the esophyx device and no issues were noted during the insertion of the device. At the start of the procedure, the physician noted the centering component of the helix extending from the tissue mold and was unable to fully stow the helix in the tissue mold for device removal. The physician uneventfully removed the esophyx device from the patient. During the post-procedure egd, the physician noted lacerations on the patient's esophagus. The patient is reportedly doing well as of (B)(6) 2022.

Manufacturer narrative:
Updating component code (g) to only include: 3123. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, and 4111. Updating investigation findings (c) to only include: 3243.